Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support performed a DHR review because the product had already expired, which showed that all specifications had been met prior to release of the product to the market.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.